Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec passed displacement test and a21 alarm test. No unexpected failed battery alarm anomalies noted. No unexpected a21 alarm noted. Device received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and broken belt clip slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that it was impossible to switch on the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.